Event description:
It was reported that after approximately one day of intra-aortic balloon (iab) therapy, the console generated a catheter restriction alarm. Pumping was stopped and when the customer tried to restart, the console generated an auto-fill failure alarm and pumping would not start. The customer suspects that there is a kink. There was no patient harm or adverse event reported.

Manufacturer narrative:
Event postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Manufacturer narrative:
The iab was returned with the membrane completely unfolded. The returned sheath was over the catheter and partially covering half of the balloon. The sheath was not a maquet product and the sheath tubing was found kinked in four places. Underneath the sheath tubing a kink was found on the catheter tubing approximately 20.8cm from the iab tip. The extender tubing was also returned connected to the y-fitting. No blood was visible on the catheter. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal extender tubing was performed and no leaks were detected. The iab was placed on the cs300 pump and pumped for two hours which represents one complete autofill cycle. The iab pumped normally and no alarm sounded from the pump. The evaluation determined and confirmed a kink in the catheter tubing and kinks on the non-maquet sheath tubing. It is difficult to determine when or how a kink in the catheter occurs, however the non-maquet sheath may have contributed to the kink found on the catheter tubing. Although we did not repeat the alarms in the laboratory setting, a kink in the catheter can cause inflation difficulty or an alarm. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #: (B)(4).

Event description:
N/a.